Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hip surgery in (B)(6) 2019 and the suture was used. During the surgery, when the first point with the needle made by a doctor, it broke in the middle, showing a black color in the inside of it. The surgery was delayed in one hour because they could not find the half of the needle. The needle was removed easily without additional intervention and no fragments were generated. The procedure was completed successfully. There were no adverse consequences reported.